Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects .the functional evaluation found no faults with the device alarm system which functioned as intended, displaying the alarm for failed pressure test , establishing a relationship between the device and the reported event. The root cause was determined as a pinched tube within the device. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump ran with no canister however there was no suction. A finger was placed on suction port but there was no alarm or feeling of suction. No case involved.